Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the right atrial (ra) lead was not sensing the p-waves. Follow up with the clinic confirmed that the p-wave sensing improved on more recent transmissions so no changes were made. The lead remains in use. No patient complications have been reported as a result of this event.